Manufacturer narrative:
H6: investigation results - there has been no device information provided; no device return. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient was implanted with an exactech device (B)(6) 2013 in their right hip. The device was explanted (B)(6) 2021, approximately 7 years 8 months after their initial procedure. The following symptoms were reported: pain, stiffness, discomfort, and weakness that necessitated a revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.